Event description:
On 11/2001, the user facilities surgical materials informed the distributor's representative of the following: devices failing. The device catheter had good flow but would not stay inflated.